Event description:
It was reported that the patient had possible cardiac tamponade from a suspected perforation from the atrial lead. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.